Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the colon had a leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, while performing end to end anastomosis the colon had a leak. The patient required re-operation due to sepsis and evidence of free air upon chest x-ray, and the patient was found with intraabdominal contamination and posterior large anastomotic dehiscence. This led to the extend patient hospitalization of the patient.

Manufacturer narrative:
Additional information: b2 (death, hospitalization, date of death), b5, g3, h1 (death) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a laparoscopic sigmoidectomy, the colon had a leak. The patient required re-operation due to sepsis and evidence of free air upon chest x-ray, and the patient was found with intraabdominal contamination and posterior large anastomotic dehiscence. This led to the extend patient hospitalization of the patient. The patient died after 4 months of prolonged stay in the intensive care unit. The surgeon stated that the patient's death was a result of underlying medical conditions and was not related to the device.